Manufacturer narrative:
Device evaluation summary: device evaluation of charger/modem sn(B)(4) is complete. The reported problem (charger resetting) was confirmed. As received, the battery charger/modem was resetting. The cause of the battery charger not powering on was a flash memory failure (components u102 and u105) on the computer/analog board. The flash memory had an intermittent bga connection. The intermittent connection is likely due to a fractured solder connection induced by mechanical stress. The exact source of the mechanical stress has not been positively identified but the fractured connection may have been accelerated through rough handling. Root cause analysis of similar events found that excessive strain on the printed circuit assembly (pca) from severe impact can cause fractured solder connections. A mechanical design change to reduce the pca strain (p010030/s041) was approved by FDA on 04/16/2013. Implementation began on 05/09/2013. No adverse event resulted from the damaged charger.

Event description:
A us distributor contacted zoll to report that a charger/modem was resetting.